Event description:
It was reported that the insulin pump had a frozen display. After troubleshooting, the screen counted up to the number 2, but the screen remained frozen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a frozen display on the countdown screen. The anomaly isolated to the motherboard.